Event description:
It was reported that the right ventricular lead exhibited noise and the patient was symptomatic. The lead was capped and replaced. The patient was in stable condition during and post operation.